Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three cre pro wireguided dilatation balloons used during the same procedure. It was reported to boston scientific corporation that three cre pro wireguided dilatation balloons were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, the balloon burst while being inflated at 20mm. The same problem occurred with the second and third cre pro wireguided dilatation balloons. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.